Manufacturer narrative:
This supplemental report is being submitted to provide the closed case results. The summary of the investigation findings are as follows: -the organism detected was a waterborne bacterium. -it is likely that reprocessing was a primary contributor to the root cause because of the numerous reprocessing deviations that were observed. -several deviations in the sampling procedures were reported by a nurse belonging to infection control at the site. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to following: -probably due to quality of rinse water during reprocessing based on the waterborne nature of the species detected (microbiological analysis). -improper reprocessing procedures observed (reprocessing procedure review). -the contamination is most likely due to the transient presence of waterborne bacteria resulting from the last reprocessing procedure (destructive sampling). -while inadequate sampling is probably not the primary cause, it cannot be completely ruled out due to the deviations reported (sampling procedure review).

Manufacturer narrative:
The scope was then sent to an independent laboratory for ethylene oxide (eto) sterilization and then returned to the service center for a physical evaluation. A visual inspection was performed on the returned scope and found foreign brown/yellowish material/stains on the walls of the instrument and suction channels. The foreign brownish-yellow material/stain is present within the bending section area of the biopsy channel continuing toward the middle of channel. A leak test could not be performed since the distal end cover was disassembled during destructive sampling; additionally, the image of the video scope was checked and there were no issues were noted. The reprocessing manual provides warning which states, all channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to section d2, device pro code fdt.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) visited the user facility to observe the reprocessing technique of the reprocessing technician and observed the proper sequence of cleaning and reprocessing was not being conducted. I.e. The reprocessing tech was utilized non-olympus channel cleaning/opening cleaning brushes; the elevator was not being raised and lowered three times while brushing around elevator and distal end; not using the suction cleaning adapter after brushing channels with channel cleaning/opening cleaning brushes which should be done as the last step; the distal end around the elevator was not being brushed properly; the elevator wire channel was not flushed with the washing tube prior to using the medivator scope buddy; and the elevator was not flushed properly with a syringe with detergent and rinse water. The ess concluded by recommending the user facility follow the correct reprocessing steps in order according the instruction/reprocessing manual. Additionally, as part of the pms study process, olympus personnel conducted a review of the sampling technique of the scope sampler. There were no deviations noted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The original equipment manufacturer (OEM) provided a summary of the investigation. A review of the summary found additional sampling deviations observed the user facility: staff brought food & drink into the sampling room, staff moved constantly in and out of the room, inappropriate ppe use was observed. Also, an environmental investigation was performed and no deviations were observed. The summary reports that a destructive scope sampling was performed and found there was no contamination on the internal surfaces that would suggest a flaw in distal end design. The detected contamination appears to have originated from channels. The OEM reported that the reported contamination appears to have resulted from insufficient reprocessing and does not appear to be due to a design issue. The duodenoscope did not show evidence of fluid ingress.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The cause of the reported event could not be confimed, however, if additional information becomes available or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for a high concern microorganism, gram negative rod (massilia sp.), after reprocessing. There were no associated patient infections reported. The olympus endoscopy support specialist (ess) provided an in-service on reprocessing to the user facility on november 2, 2018. It was reported that the reprocessing technician who reprocessed this scope is new and was only trained the facility's staff, but had not been trained by an ess prior to this report. The staff is following the IFU's reprocessing recommendations. Pre-cleaning is being performed immediately after a procedure following the IFU's recommendations. The endoscope is being leak tested prior to manual cleaning. The endoscope channel is brushed during manual cleaning. The minimum effective concentration is checked before every scope. The non-olympus aer has no reported issues and it is unknown when the last maintenance was performed. The scope is stored in a storage cabinet, hanging vertically.